Event description:
It was reported that the pt underwent a gynecological procedure for resection of two fibroids. The pt was positioned level on the table with legs lifted into the lithotomy position with flotron boots in place for prevention of venous thrombosis. The uterus sounded to 9cm and good hysteroscopic views were obtained demonstrating two small, submucous fibroids-one about 1cm in diameter and the other 1.5cm in diameter at the fundus. Saline was delivered to the hysteroscope via a stortz hysteromat pump set to a flow rate of 200 and a pressure of 125mm hg. A routine resection was carried out using the bipolar electrode loop. The hysteroscopic assessment and resection procedure in total took less than ten minutes, and having completed the resection of the fibroids, and abrupt drop in the pt's carbon dioxide and oxygen saturation levels were reported by the anesthetist. The procedure was therefore, terminated at that stage without proceeding to resection of the rest of the cavity as had been the intention. The physician opines that there were no malfunctions of the electrode during the procedure. The scope had not been removed from the cavity, prior to the change in the anesthetic gases and both inflow and outflow were left fully open for the duration of the procedure. The pt's anesthetic parameters returned to normal very rapidly afterwards and she required no special measures postoperatively or any extended stay.

Manufacturer narrative:
Conclusion: medical review of the operating physician's initial report, the anesthesia report, and the add'l investigation results indicates that the device performed as expected throughout the procedure. We conclude, based on the available info, that the device is not directly related to the suspected embolism in this case. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.